Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-45, lot# v939349, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v999674, implanted: (B)(6) 2012, product type: lead. Analysis determined that the connector was broken on the desktop charger (s/n: (B)(4)). (B)(4).

Event description:
It was reported that a patient's insr (implantable neurostimulator recharger) was not charging. It was stated that two days ago the patient had not been able to recharge and he turned off his implantable neurostimulator (ins). It was stated that "he was absolutely miserable so he had to turn it back on". It was stated that when the device was off the patient had a return of symptoms. It was mentioned that the patient felt miserable because he was not able to recharge his "isn". Indication for use included non-malignant pain, and other non-malignant pain. Additional information received reported that there was a bent connector pin on the desktop charger. It was stated that the anomaly appeared to have occurred through product use. No indication of patient harm. It was further reported that the charge connector was bent down and pushed in on the recharger. Anomaly appeared to have occurred through product use. No indication of patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.